Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the pak had problems with the infusion of gas and with the cassette during a procedure. The pak was replaced and the case was able to be completed without harm to the pt.